Manufacturer narrative:
(B)(4). Batch # r57h8c. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: ¿can you please clarify this statement "was there a patient impact/ procedure extended greater than 30 minutes? Yes". Stapler was stuck on the bowel as pin would not retract, surgeon attempted removal but was unable to remove. The surgeon then removed the leaver to retract the pin to see if he could open the device to pull back the pin but still had no luck in removal. The surgeon then used a bone cutter to to cut the pin to allow removal. ¿was the procedure extended by more than 30 minutes? If yes, how many minutes (or hours) was the procedure extended by? 45 minutes . ¿were there any patient consequences as a result of the event? If yes, please describe - no.

Event description:
It was reported that during an unknown procedure, significant impact to the operation. Pin would not retract device had to be cut out with bone cutters as bowel was stuck. There a was a patient impact/ procedure extended greater than 30 minutes.

Manufacturer narrative:
(B)(4). Batch # r57h8c. Device evaluation: the analysis results showed that the cs40b device was received with the pushrod missing and with a cartridge reload present. The reload was received fully loaded with staples and with the anvil and washer detached. Due to the condition of the device, no functional test could be performed. The device opened and closed as intended. It is possible that the cartridge was removed and reinserted incorrectly on the device while the pushrod was not fully retracted, causing the cartridge to miss the pushrod while the cartridge was reloaded into the device. It should be noted that the new reload must be inserted into the metal housing and snapped into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. Please note if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.